Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an inoperative main battery. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, and battery testing were performed. The inoperative main battery was identified during battery testing. The cause of the condition was undetermined. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.